Event description:
It was reported that during a transcatheter bioprosthetic valve procedure, the valve was properly loaded in the delivery catheter system (dcs). During a fluoroscopic check, an inflow overlap up to the fourth node was observed. A pre-dilatation of the aortic annulus was performed using a 22 millimeter balloon. Upon initiating valve deployment, suboptimal expansion with infolding of the valve was noted. The system was retrieved, and the same valve was reloaded for a second deployment attempt, which again showed persistent inflow overlap and infolding. The system was then fully retrieved and replaced. A new valve was loaded into a new delivery system. An inflow overlap only up to the second node was noted, and the implantation was completed without further issues.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop34 (lot: 0012737805); product type: 0195-heart valves; product ID: l-evprop34 (lot: 0012699630); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: 34 fluoroscopic cine loops of the pre-balloon aortic valvuloplasty and implant procedure were provided for review of the event described above. Patient summary was also provided for anatomical review ¿ but not required. Potential adverse events from instructions for use (IFU) adverse events that may be associated with the use of the evolut fx system include, but may not be limited to, the following: ¿ prosthetic valve dysfunction (regurgitation or stenosis) due to; bending (out-of-round configuration) of the valve frame; underexpansion of the valve frame; calcification; pannus; the reported inflow-crown overlap beyond node 4 is clearly visible in an image and the resulting infold. In the fluoroscopy-check of the second valve, an inflow-crown overlap just below node 4 can be seen. The second valve leads to a too deep but successful implant of the evolut valve. An inflow-crown overlap including or extending beyond node 4 of the valve frame is considered a misload. The evolut IFU states, if a misload is detected, it should not be attempted to reload the bioprosthesis. The entire system must be discarded. The valve, catheter, loading system, loading tray, and saline all must be replaced with new sterile components. Evolut frame infolding can be facilitated by a variety of unfavorable factors, including inflow crown overlap during loading, excessive leaflet, annulus and left ventricular outflow tract (lvot) calcification and patient anatomy. If an infold is detected, it should not be attempted to resheath and re-deploy the bioprosthesis. The entire system must be discarded. The valve, catheter, loading system, loading tray, and saline all must be replaced with new sterile components. The implant team did not act in accordance with medtronic recommendation about inflow-crown overlap and frame infolding. The implanters did not replace the evolut system with a new one immediately after the inflow-crown overlap had been identified. Instead, they tried to implant the overlapped valve and even reloaded the same valve and tried to implant it a second time before replacing the system with a new one. In the absence of relevant calcification in the annulus, with a high likelihood, the root cause of the emerging infold was the misload of the first valve and then the team ignoring the misload. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the capsule of the delivery system. The valve was discolored showing evidence of blood contact. The valve was received in a crimped state. The outflow aspect showed an elliptical appearance and inflow aspect displayed a reniform appearance. As received, leaflet 1 (l1) appeared partially open, leaflet 2 (l2) and leaflet 3 (l3) appeared partially closed; gap noted between all free margins. All leaflets were slightly stiff yet flexible with evidence of creases and frame imprints. Creases and imprints were also noted along the outer wrap. All commissures were intact. All sutures appeared intact. At receipt, there was no evidence of kinks to the frame. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded, with the inflow and outflow aspects resolving. However, the valve appeared to retain a slightly compressed state. It is possible the retained compressed state may be associated with the valve being inside the delivery system for an unknown duration of time. Due to the returned condition of the valve, a deployment simulation could not be performed. Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a. Patient information 2 and 3b. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter bioprosthetic valve procedure, the valve was properly loaded in the delivery catheter system (dcs). During a fluoroscopic check, an inflow overlap up to the fourth node was observed. A pre-dilatation of the aortic annulus was performed using a 22 millimeter balloon. Upon initiating valve deployment, suboptimal expansion with infolding of the valve was noted. The system was retrieved, and the same valve was reloaded for a second deployment attempt, which again showed persistent inflow overlap and infolding. The system was then fully retrieved and replaced. A new valve was loaded into a new delivery system. An inflow overlap only up to the second node was noted, and the implantation was completed without further issues.